Manufacturer narrative:
(B)(4) follow up. Leakage was reported within the syringe packaging. To support the investigation, one photograph was provided to the quality team for evaluation. The photograph depicts a prefilled syringe within the flow wrapped package. The tip cap is not installed on the syringe and is instead located adjacent to it within the packaging. No additional defects or irregularities were observed in the image. This condition could occur if a jam occurred during the tip cap assembly process, resulting in incomplete installation of the tip cap that subsequently loosened and detached from the syringe. A device history record review was completed for material number 306593, lot 4268970. The review did not identify any in process or final inspection quality issues that could have contributed to the reported condition, and no related quality notifications were identified. All manufacturing steps and final inspections met applicable specification requirements. Verification of the tip cap assembly process was also performed, the equipment settings were confirmed to be correct, and tip cap feeder flow was satisfactory. Based on the investigation and the photographic evaluation, the condition reported by the customer is confirmed.

Event description:
It was reported that the tip cap was loose. The following information was provided by the initial reporter: the patient was admitted for a humerus fracture. On (B)(6) 2025, the assigned nurse administered intravenous therapy per physician's orders. Upon completing the infusion and using a prefilled syringe to flush the catheter and close the line, the nurse discovered leakage within the packaging of the syringe, rendering it unusable. The prefilled syringe was immediately replaced. No harm was caused to the patient. However, an infection risk exists.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.